Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that an entire lead had high impedance greater than 10 ,000 ohms. Diagnostic testing and troubleshooting included impedance testing, x-rays, and reprogramming and the lead was replaced. It was reported that there was a product issue, the cause of the issue was unknown, and the issue was resolved. It was noted that the patient fell out of a hammock and landed on her device battery, which was when the problem occurred. Patient symptoms included less than 50 percent therapy relief at the left side implant, and the patient status was noted as no injury.

Manufacturer narrative:
Analysis of the lead found the lead conductor was broken at the anchor site. It was noted that conductors #0-5 were broken 25.2 cm from the distal end and anchor marks were observed on the outer insulation 27 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.